Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. P/n 543965 is not being manufactured currently, however, another part number from the same family was use for the verification of failure mode reported in the current manufacturing process and was conducted from the current production p/n ae05ml auto endo5 ml lot# 73e1800769 and issue reported "clips not closing" was not observed in the current manufacturing process, the clips were loaded, closed and released correctly. The device history review for the product auto endo5 ml lot #73d1700009 investigation did not show issues related to the complaint. Corrective actions cannot be established, the customer complaint cannot be confirmed, and the root cause cannot be determined since it is necessary to receive the physical sample to perform a proper investigation and to confirm the alleged defect. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was loaded but would not close around the vessel. There was no patient injury.